Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by products administered during dialysis treatment.